Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the preoperative diagnosis was a non-functional ins. Medical notes received from the hcp reported that on (B)(6) 2018 the patient was taken to the operating room and prepped for surgery. After administration of general anesthesia, an approximately 5cm incision was made over the existing subcutaneous pocket down to the ins. The ins was explanted. A separate 1 centimeter was made over the left sacral s3 neuroforamen down to the lead. The leads were grasped and removed in its entirety. The wounds were irrigated with bacitracin. The pocket was left open as it was going to be used for a new spinal stimulator. The incision was closed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1jurw implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.